Manufacturer narrative:
(B)(4). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was trialing with an articular surface. The gap space was super tight and while trying to retrieve the trials, that composed of 2 taps and a shim, one of the tasps broke in 2 pieces. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: performed a visual inspection of the returned item and found it to exhibit signs of repeated use and is fractured on the medial side of the post feature. All pieces were returned. Photographs were also referenced. -the device history records for item were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.